Event description:
The patient reported experiencing elevated blood glucose of up to 416 mg/dl in 2009. He stated that the infusion device was set to the incorrect basal rate profile and he does not recall making this change. He stated that e3 (automatic off) was often displayed and the time interval between the errors was becoming shorter and shorter. The e3 was programmed to be displayed if no buttons had been pressed for 12 hours. The patient's normal blood glucose range is 80-100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.